Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level of 620 (mg/dl). The customer reported an urgent need to urinate frequently. Reportedly, the contact alleged the pump was not dosing properly. Prior to the hospitalization the customer drank water and bloused. A pump system check was performed at the time of the report and no device issues were identified, however, the contact maintained the pump was not operating properly. While in the hospital the customer received two bags of fluids intravenously. The customer was released from the hospital 3 hours after being admitted with the issue resolved. Customer reverted to manual injections for insulin therapy.